Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a cracked display lens and the display screen was dim and faded. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. (B)(6).

Event description:
On (B)(6) -2017, the reporter contacted animas alleging that the display screen was cracked and the screen could not be read safely. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.